Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 90 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking insulin to manage diabetes. The customer provided that they have not had any recent changes to diet. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 12/16/2018 and open vial date is 02/12/2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.